Event description:
This problem of this insulin pump malfunctioning is continuing. It either pumps no insulin whatsoever or it pumps a lesser amount than it is supposed to. Both of these actions raise blood sugar tremendously and require manual insulin injections to correct the problem. It is my 4th malfunctioning tandem insulin pump in 1 1/2 years, but the first 3, they agreed to replace to keep me alive. This one, they refuse to replace. I have made multiple calls to their tech support dept and some e-mails. I have been told local reps would contact me but they don't. I have been told a supv will contact me on multiple occasions but they haven't. The most recent tech support person said he did not know why it wasn't working properly, but they were not going to replace it. It is a life sustaining piece of equipment they are refusing to replace. Increased glucose level. No testing has been done on this insulin pump because they refuse to take it back to troubleshoot it. FDA safety report ID# (B)(4).